Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a misalignment in the touch position while the device was being serviced. There was no patient involvement when the issue occurred. There was no patient or user harm reported. The device was evaluated, and the issue was confirmed. The se reported that a calibration was performed on the touchscreen, but the issue was not resolved. The se replaced the touchscreen to resolve the issue.